Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that 15 months post placement, a crack was found on the arterial adapter. The catheter was pulled and replaced with a new one (B)(6) 2014. The (B)(6) male pt required hospitalization. No additional info was provided.

Event description:
The sample received consisted of one blue adapter with a crack in the side. The possible causes were identified. The DHR was reviewed and no deviations related to this failure mode were found. There are not ncr related to the reported issue. The manufacturing lot number associated with this complaint was 325002. This defect was confirmed. Based on the available information the most probable root cause could be considered as misuse due to a possible adapter over tightening, therefore this failure is not manufacturing related. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% adapter inspection for cracks and pressure testing respectively at the final stage of production, which would identify adapters issues in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.